Event description:
Medtronic heli-fx endoanchor system, applier and cassette, was delivered to the field and tested prior to use. Upon testing, there was a blue error light flashing on the applier. This device was exchanged for another "like" device, with the same lot number, that functioned without issue.